Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure for a system upgrade as patient needed a non-rechargeable battery medical necessity. The patient is doing great post operatively. The explanted device will not be return as it was not release per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.